Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue a suction instrument. The client reports that the blue tip disconnected and fell just above the balloon of the intubation cannula. There was no injury to patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forward